Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy, (procedure date is unknown). According to the complainant, during the procedure, the physician felt resistance when trying to withdraw the one step button device from the patient's stomach. The physician enlarged the incision however, the one step button still did not come out of the stoma site. The physician noticed there was a tear at a point on the catheter. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown; however, over 18 years old. (B)(4) - enlarge incision. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction - upn number should be (B)(4) (pull method) vs (B)(4) (push method). A visual evaluation found residue was present to indicate use. Red strip, suture and heat shrink intact. Pull wire cut at 3.5cm from blue connector. C-flex tubing completely torn in two laterally. C-flex tubing completely torn in two at proximal end of connector. A cut was found in c-flex tubing near end of connector. The condition of the returned unit was consistent with the complaint incident that the c-flex tubing was torn. During the evaluation the c-flex tubing was found to be torn apart and also cut. It is most likely that during placement the small initial incision caused resistance to the delivery system, which caused the c-flex tubing to stretch and tear. The cut most likely occurred when the physician increased the size of the incision during the placement of the device. The information within the event description stated that the physician increased the size of the incision during the placement due to the resistance. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy, (procedure date is unknown.) According to the complainant, during the procedure, the physician felt resistance when trying to withdraw the one step button device from the patient's stomach. The physician enlarged the incision however the one step button still did not come out of the stoma site. The physician noticed there was a tear at a point on the catheter. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.